Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a blank screen display but was able to resolve issue. Customer reported to have received a blank screen display a week later. Customer removed battery due to constant tone, but display screen did not return when battery was replaced. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer reported that display continued to come back and then fade out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with ghosting display after pressing any button due to faulty lcd driver board. No audio or beep anomaly noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to display anomaly. However, the insulin pump powered up properly after battery installation. No missing segments, partial display, or blank display noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.